Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Therapeutic range: 2-3. On (B)(6) 2011, the patient was very ill and on heavy antibiotics. Patient had stopped eating anything. Doctor recommended giving the patient lots of ensure- which contains vitamin k. On (B)(6) 2011, patient went to the doctor in preparation for a surgery. They stopped his coumadin for a procedure. On (B)(6) 2011, patient was in the hospital for the procedure.